Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. On (B)(6) 2016, the recipient was prescribed augmentin, and underwent an incision and drainage procedure. On (B)(6) 2016 the recipient underwent a surgery to wash out the infection site and reposition the device. The recipient continues treatment with augmentin and is still being monitored.

Manufacturer narrative:
The recipient was treated with amoxicillin daily for one month. The recipient is reportedly doing well and was recommend to use the device. Several weeks later, the infection returned. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient is reportedly healthy and the nidus for infection removed. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.